Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 520 mg/dl at the time of incident. The customer¿s current blood glucose value was 600 mg/dl. The customer was treated for high blood glucose with manual shot. The customer was assisted with troubleshooting. The customer was reported that the insulin pump had insulin flow blocked alarm. The insulin pump will not be returned for analysis.